Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 25mar2026 during periodic maintenance and observed the touchscreen issue. The asp attempted to resolve the issue with a touchscreen calibration, but the issue persisted. The asp replaced the touchscreen to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.